Event description:
It was reported that at the implant procedure, the atrial was being placed but it got caught up. The physician pulled the lead out and it appeared that a very small part of the helix was extended. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis found no anomalies. However, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and visual analysis noted that the lead was damaged at implant.